Manufacturer narrative:
The reported event of a fractured sjm mechanical heart valve could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020, a 15mm mechanical heart valve was selected for implant. The valve was reported to be fractured during procedure. A replacement valve was implanted and the patient was reported to be recovering.